Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels, with customer¿s blood glucose level reaching 557 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, and correction bolus via the pump. No third party assistance was required. Customer changed cartridge and infusion set to address the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.